Manufacturer narrative:
The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the clotting experienced by the customer. The run data file (rdf) was analyzed for this event. A definitive root cause for the blood clotting could not be determined. The signals in the d log for this procedure do not indicate clear root cause for the clotting observed by the operator in the product bag or at the blood warmer at the end of the procedure. It is possible, but not limited by, that the clotting was related to the patient¿s individual blood physiology and cell counts, the inlet:ac ratio was not optimized for this patient,and the ac bag frangible was not completely broken.

Event description:
The customer reported that during a peripheral blood stem cell (pbsc) collection procedure,they observed clots in the return line and 'large' clots in the product bag. Per the customer,they observed an under-delivery of anti-coagulant (acda) during the procedure and received 'return high pressure' alarms. The operator stopped and ended the procedure without rinseback. There was no injury to the patient and no medical intervention was required for the event, however, per physician's order, the patient was given an extra 10mcg/kg of granulocytecolony stimulating factor (gcsf) and the collection date was extended for another day. Per physician's order, the patient will be given 8:1 ratio of acda on the second day of collection and no calcium gluconate prophylaxis. Pbsc collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Additional investigation: photographs were provided by the customer of the product bag.review of the photographs confirmed the reported clotting in the product bag.